Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during an unspecified ear, nose and throat surgical procedure, it was observed that while the cutter device was in use with a motor device and an attachment device, the cutter could not be inserted into the attachment device. There was a two minute delay to the surgical procedure. Identical spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that a voluntary medical device report was filed; however, a copy of the report was not available at this time. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.